Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 23 mg/dl after remaining connected to the ilet during the fill-tubing process and injecting an unknown amount of insulin. The user lost consciousness for about 15 minutes and was treated by ems with IV glucose before recovering at home. Symptoms included sweating, shakiness, and unable to verbally communicate. No hospitalization was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.